Manufacturer narrative:
Detailed product information was not provided to bsc. A good faith effort was made to obtain the batch/lot number and other relevant details; however, this information could not be retrieved. As a result, the complete UDI and other product-specific information are unavailable. A supplemental report will be submitted if additional details become available.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in a mildly tortuous and calcified vessel. An opticross hd imaging catheter was selected for ultrasound examination of the lesion. Following multiple runs and reinsertions, the catheter fractured during lesion crossing. The device fragment was successfully retrieved using a snare. There were no patient complications were reported.